Manufacturer narrative:
In the course of manufacturer investigation device log data has been requested. However this and further information was not available. Therefore the reported event could not be further assessed and no root cause could be determined. No patient consequences have been reported. In case the device stops ventilating, visual and acoustical alarms will be posted. In this case an alternative independent ventilation device has to be used instantly, as described in the IFU.

Manufacturer narrative:
The investigation has just started, results will be provided in a follow-up report.

Event description:
It was reported that the device stopped ventilating whilst connected to patient.no injury was reported.